Event description:
The event is reported as: the customer alleges that when the rcp was suctioning the pt, the volumes were not displayed on the ventilator. The rcp checked the cuff of the et tube; and the cuff was not inflating after several attempts. The pt was re-intubated. Pt condition reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.